Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that she was working with the infusion device when it displayed "77" and "3.00" on the screen and began to beep continuously. The power pack had been in use for over 2 weeks. She reported that she was aware of the recall and that the power packs had been corrected. She reported that she thought she had discarded all old power packs, but when she took the power pack out of the infusion device, it was not the corrected power pack. The pt reported that she would promptly discard all old power packs. She replaced the power pack and the device functioned properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.